Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided, however, the customer stated the patent was an adult patient.

Event description:
It was reported that the oncology infusion rn noticed that the texium¿ connector leaked during a normal saline flush prior to attaching a chemotherapy agent to the adult patient. The customer stated that there were no adverse effects caused to the patient from the event. The customer stated that the event occurred during the week of (B)(6) 2019 through (B)(6) 2019.